Event description:
The pt was sitting on a chair at home and his stimulation suddenly switched off. The programmer display said por at the time. He was able to restart his stimulation. The device was checked by the healthcare professional and everything looked ok. No injury reported.

Manufacturer narrative:
(B) (4).